Manufacturer narrative:
(D10) concomitant devices: 300-30-14 - equinoxe preserve stem 14mm: (B)(6). 310-01-53 - equinoxe, humeral head short, 53mm (beta): (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s), 6 month(s) and 17 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced a scapular fracture. Patient reported gradually increasing pain from the shoulder, and function that would wax and wane with pain flareups. Patient reported symptoms started consistently around early july and presented in september for a formal follow up. X-rays revealed a pathologic acromial/scapular fracture. The patient was referred to their oncologist and local orthopedic oncologist for further testing and treatment. Patient has prior history of prostate cancer and treatment. The outcome of this event remains continuing. The case report form indicates that this event is unlikely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.